Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical certified service provider; the malfunction was duplicated and the monitor board was replaced to remedy the problem. The device was repaired, recertified and returned to the customer. The monitor board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty integrated circuit on the monitor board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical certified service provider; the malfunction was duplicated and the monitor board was replaced to remedy the problem. The device was repaired, recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.